Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -2.5 into the patient's left eye (os) on (B)(6) 2019. Reportedly, the patient moved suddenly at the time of implant, causing the lens to be implanted upside down. Intra-operatively the lens was removed and the lens tore during explant. An alternate lens was successfully implanted at a later date. "No patient injury" is reported.